Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while reaming for a cement spacer the 10mm reamer got stuck so the surgeon, resident were trying to pull out with pliers and also tapping out with vice grips and mallet. It came out put it messed up the end of the reamer and it will not attach to the t-handle correctly now. Needs replaced. No surgical delay

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.